Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the 4th door on the tower had failed for two consecutive days. Yesterday, the door clicked when opening to recover; today, it did not. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. A field service engineer (fse) replaced the door latch on compartment four to resolve the issue. Further the fse proactively replaced the door latches on compartments 1, 2, and 3. The system functioned as intended after the field service engineer repaired the device.